Event description:
Skull clamp was placed when the patient was in a supine position. The patient was in the process of being moved to a prone position for surgery when the skull clamp slipped and the patient received lacerations on the nose and forehead. Revision/medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/22/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the plunger stud and cap are missing and clamp could not have been used in this condition. The lock has rotational movement, this would not have caused a slippage; general maintenance and cleaning required. Device history record reviewed for this product ID lot # 134 manufactured on june 30, 2013 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Service history: (B)(6) 2016, (B)(6) 2016. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements.

Manufacturer narrative:
Additional information received on 26jul2016 and 28jul2016 with the following: concomitant devices involved was reported to be a2101 and a2008 (not previously reported a1018). The patient was supine in the clamp and was rotated prone. The clamp supposedly became loose and slipped causing a laceration prior to the first incision. Psi (pound per square inch) was determined to be nothing out of the ordinary, though the specific pound of pressure at the time of the incident was not provided. The clamp was exchanged for another one and the case proceeded after closure of the laceration.